Manufacturer narrative:
The product details provided to boston scientific are for the infusion catheter component of the ekos endovascular device. The infusion catheter details are as follows: d4 - lot number: 31166352 d4 - serial number: (B)(6) device analysis: the returned lot number did not match the reported lot number. However, the damage to the returned catheter matched the reported complaint; therefore, it is likely the correct device was returned. Microscopic visual inspection of the infusion catheter (ic) showed that the coolant and drug luer displayed cracking. The device was tested using a syringed filled with water to flush the line. During the line flush, the drug and coolant luers began to leak. It was noticed that the device leaked from the coolant and drug luers where the cracks were present. The reported events of a leak and damage were confirmed.

Event description:
It was reported that the patient had to return to the catheterization lab for device replacement. An ekos endovascular device, 106x18cm was selected for use. The device was placed in the catheterization lab and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. During therapy. In the ICU, it was observed that both the coolant and drug ports were broken and leaking fluid. The patient was returned to the catheterization lab for device replacement. After the ekos device was replaced, therapy was completed and there were no reported patient complications.

Manufacturer narrative:
The product details provided to boston scientific are for the infusion catheter component of the ekos endovascular device. The infusion catheter details are as follows: d4 - lot number: 31166352. D4 - serial number: (B)(6).

Event description:
It was reported that the patient had to return to the catheterization lab for device replacement. An ekos endovascular device, 106x18cm was selected for use. The device was placed in the catheterization lab and the patient was transferred to the intensive care unit (ICU) to receive ekos therapy. In the ICU, it was observed that both the coolant and drug ports were broken and leaking fluid. The patient was returned to the catheterization lab for device replacement. After the ekos device was replaced, therapy was completed and there were no reported patient complications.